Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reportedly felt hot, sweaty, weak and nauseous. Caller tested her blood glucose level and received a reading of 61 mg/dl; was able to self-treat. Caller reportedly received the following results within 15 minutes after treatment on the aviva system 301 mg/dl and 115 mg/dl within 10 minutes of each other. No further actions taken based on device results. No adverse event reported. Requested return of suspect device and strips,and replacement and controls were sent.